Event description:
A customer contacted baxter (B)(4) and reported a system error 2240 (air in line) alarm on the home choice (hc). Per the initial report, the caregiver (cg) stated the system error (se) 2240 occurred during an unknown cycle. The technical service representative (tsr) had the cg cycle power and advised the cg to call the registered nurse (rn) about the alarm. There no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).